Manufacturer narrative:
Product ID 8840, product type - programmer, physician.

Event description:
It was reported the patient's pump was turned off due to severe vomiting and headache. The patient was implanted with the pump on (B)(6) 2013 at 930am, and by 530 pm the patient was vomiting. The patient was in the emergency room (ER) at the hospital vomiting nonstop for 5 hours and had a headache. A spinal headache was ruled out. The ER healthcare provider (hcp) did not think the symptoms were due to the pump or pump medications at the time, but opted to turn the pump off until the regular hcp saw the patient the next day, or the following monday. It was later reported that after turning the pump off, the patient ended up going home and didn't have any issues with it over the weekend. The reporter then indicated they felt the issue was to do with a miscalculation of the pump bolus that had been delivered. On (B)(6) 2013, the hcp was having the pump turned back on, but at the lowest minimum rate. The event and patient outcome was not provided. The medication being delivered was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).